Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended. The epgs oxygen (o2) sensor was successfully calibrated. The sensor accuracy was acceptable throughout the sensor's operating range and throughout the epgs flow capability. Per log review, the log shows the issue likely occurred late on (B)(6) 2021 (around 10pm). When calibration was attempted it would fall with 'oxygen (o2) sensor out of range at calibration' with the sensor value at 0. This is an indication of a sensor or sensor connection issue. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. Mechanical, electrical and visual testing was performed prior to several recalibration attempts. All calibration attempts failed. The fsr replaced the oxygen (o2) sensor cartridge and calibration passed. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) failed to calibrate. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.